Event description:
Technician was wearing gloves while reconstituting vial of hba1c normal control. When opening the glass vial, it "crumbled in technician's fingers." The glass shards cut through technician's gloves and cut the technician. Cut occurred to technician's left thumb and right index finger. Per customer, "it was not a deep cut." Technician immediately cleaned the area with antiseptic. No stitches were required. All the control container and material was discarded. Occupational health nurse rn, was notified.